Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The 10/2010 navilyst complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "guidewire unraveled." No adverse trends were noted. It was clearly indicated in the event description that the guidewire was removed by pulling it back against the edge of the metal needle cannula. This action is cautioned against in the directions for use (dfu) packaged with the device as follows: "precaution: if guidewire must be withdrawn, remove the needle beforehand to avoid damage to the guidewire." The returned guidewire was examined and found to be uncoiled, however, this condition has been determined to be the result of user error and not related to the manufacturing or design of the device. Navilyst medical incoming inspection process controls for the guidewires include visual inspection for length, od of wire, od of tip weld, and tip tensile strength. (B)(4).

Event description:
As reported, during placement of a PICC device, the nurse attempted to remove the guidewire by pulling back against the edge of the metal needle cannula. The guidewire frayed and a small filament portion of the frayed section (described as "like a very thin thread approx 3mm long") remained in the pt's arm near the insertion site. A surgeon has determined that leaving the fragment in the arm instead of surgical intervention was the best course of action. The used guidewire was returned.